Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient has alleged cancer. The medical intervention that the patient received in response to the event is currently unknown. The device has not yet been returned to the manufacturer for evaluation. Three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient has alleged cancer. The medical intervention that the patient received in response to the event is currently unknown. Corrected data includes reporting this incident as a serious injury and not as a product problem.